Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported the lancet protrudes beyond the end cap of the multiclix device. The lancet stayed in the patient's finger. The patient did not seek medical attention or treatment. No adverse event reported. The reporter did not provide the lot number of the lancets. Return of the suspect device was requested for evaluation.